Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title: a scoop like injury of external iliac artery caused by harmonic scalpel authors: luay abu atileh, kuan-gen huang. Https://doi.org/10.1016/j.tjog.2018.02.028. Citation: taiwanese journal of obstetrics & gynecology 57 (2018) 327-328. The authors presented a (B)(6) woman, with stage 3 ovarian cancer with massive ascites and peritoneal carcinomatosis which received 4 courses of neoadjuvant chemotherapy, who was admitted for laparoscopic maximal debulking surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, omentectomy, appendectomy, peritoneal resection and bilateral pelvic lymphadenectomy). Harmonic scalpel was used as the main instrument. During iliac lymph node group dissection, an injury occurred to the right external iliac artery wall which was a partial thickness injury involving the muscularis layer. The injury looks-like a scoop and the size was 3 times the burnt area. The surgeons sutured the vessel using prolene 5-0 as they think, though it was a partial injury, may result in vessel wall weakness and aneurysm formation in the future. The injury caused by the harmoninc scalpel has either occurred during a long cooling time of the active blade or as a result of cavitation process or both. Surgeons must be aware of such injury during cooling time of harmonic scalpel and other electrosurgical instruments.